Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. All codes apply to product ID: 3057 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator for urge incontinence. It was reported that the patient had pain in her left butt check when sitting to use the toilet. The patient mentioned that she decreased from 3.9 to 3.3 but it was not determined if the pain resolved at that time. On (B)(6) the patient stated that the lead was not working and it was also "maxed out" on stimulation on the therapy side she was evaluating currently. On (B)(6) the patient confirmed that she felt the leads had migrated or moved. On (B)(6) the patient was feeling pain under her right buttock area when she walks or standing. The patient also noted that the leads were probably coming out but lying down seemed to help. The patient was walked through with the patient to decrease her stimulation and continue to do so until there was no pain. It was reported that they could not switch to the other side for evaluation due to the lead not working. The patient was advised to continue to decrease until she was no longer in any discomfort. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the cause was not determined and the patient tried to adjust the control settings but it did not help. There were no further symptoms or complications reported or anticipated.